Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with vancomycin injection (2gm, every 5th day, discontinued) and meropenem injection (250mg, discontinued) for peritonitis. On an unknown date, pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient remained hospitalized for hd process however, the patient has recovered from the event. No additional information is available.